Manufacturer narrative:
Evaluation summary: a visual examination showed a small amount of dust and hair on the cap and shoulder of the bottle. The cap was removed to observe the solution. The solution appeared clear with typical color, clarity, and odor. The complaint history was reviewed for this lot and there were no other complaints of this nature reported. Review of the compounding and filling mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Additional info has been requested. (B)(4).

Event description:
A consumer reported that following use of this product, she experienced gummy eyes and thinking she had an infection, she went to see her doctor. She stated her doctor prescribed antibiotics and advised her to stop wearing her contact lenses for a few days. When her symptoms resolved, she returned to wearing her contact lenses. The consumer stated that she used the same solution and within a half a day, she experienced discomfort. She is now using another product without issue.